Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during an intubation on (B)(6) 2025, the device went into stand-by mode and the screen went dark, while the surgeon was attempting to pass the et tube through the vocal cords. This delayed the intubation by about 2 minutes and caused patient desaturation. Eventually they were able to intubate the patient successfully and completed the procedure using the same device without any other issue.

Manufacturer narrative:
Corrections made: ---updated to "adverse event" in section b1. ---updated to "required intervention to prevent permanent impairment/damage" in section b2. ---updated event description in section b5. ---updated to "serious injury" in section h1. The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during an intubation on (B)(6) 2025, the device went into stand-by mode and the screen went dark, while the surgeon was attempting to pass the et tube through the vocal cords. This delayed the intubation by about 2 minutes and caused patient desaturation. It is unknown at which level the oxygen saturation dropped and how quickly it could be brought back into the target range. Eventually they were able to intubate the patient successfully and completed the procedure using the same device without any other issue.